Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that device was very slow to response to inputs due to configuration. A technical support specialist confirmed that hospital it was able to reconfigure the network settings to resolve the issue. The system functioned as intended after the technical support service troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system device exhibited a significant delay in responding to inputs. The customer indicated that the login process requires approximately 2-3 minutes each time an individual attempts to access the system, resulting in delays in the medication dispensing process. There were no adverse events or injuries reported based on this event.